Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited low r-waves and increased thresholds. A lead revision was attempted but the helix would not retract so the lead could not be repositioned. It was later reported that shock impedance had risen from 40-50 ohms range to greater than 125 ohms. Technical services discussed that they could not rule out a loose connection vs a lead fracture. The patient also had twiddled the system and had a possible infection. Further evaluation will be performed after antibiotics are given. The system will be extracted if an infection is confirmed, otherwise the lead and pocket will be revised. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available the event will be updated.